Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the set up inspection, the leg holder won¿t lock. A backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was performed. He device would not lock. The housing was disassembled. The set screws had worked loose from the lever mechanism. The reported complaint was confirmed and the root cause is associated with a mechanical problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Internal complaint reference: (B)(4).